Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was immersed in water for about 2 minutes, but was not soaked as it was in a case. It was stated that there was no visible moisture on the insulin pump and a battery out limit message was received. Drops of water were noted on the battery cap area. There was a button error alarm present in the pump history at or around the time of moisture exposure. A self-test was performed and passed and it was advised to monitor the insulin pump. The customer's blood glucose was not known. Nothing further reported.